Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The retain test strips passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The retain test strips passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 7, 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began reading inaccurately at around 7am on (B)(6) 2016, when she obtained an alleged inaccurately high blood glucose result of ¿169 mg/dl¿ on the subject meter compared to ¿127 mg/dl¿ on a onetouch ultramini meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She claimed that an unknown time after the start of the alleged issue, she developed symptoms of ¿dizzy, shaking, sweating, [and] anxious¿. The cca documented that ¿anxiety makes [the patient] hurt in her chest and have a panic attack¿. The patient denied receiving any treatment for her symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure, the patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. The cca also confirmed that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The cca walked the patient through a control solution test and the result fell outside the range expected. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurately high reading on the subject meter, administered insulin based upon the result and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged inaccuracy issue began.